Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's insertable cardiac monitor (icm) exhibited under-sensing, which triggered inappropriate pauses. Programming changes were recommended, no intervention was reported. The patient was stable.